Event description:
It was reported the physician noted lead breakage during an ipg replacement procedure (reference MFR report # 1627487-20213-19336). Diagnostics revealed high impedances. The physician planned surgical intervention at a later date to address the lead issue. Follow-up revealed the physician removed and replaced the lead. The pt was programmed with effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.